Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that battery depleted faster than expected, and the battery did not charge when plugged into a power source. In addition, it was reported that insulin did not deliver as intended once the battery reached a low battery life. Reportedly, the customer¿s blood glucose (bg) level was ¿high¿, however, a bg value was not provided. Customer administered a manual injection to address bg level. Customer declined to further troubleshoot with tandem technical support.